Event description:
The olympus endoscopy support specialist (ess) became aware during an in-service appointment at the user facility that the customer was reusing the auxiliary water tube and not reprocessing after every procedure. The user facility has not reported any cases of infection or patient or user harm due to the event.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation as there was no report of non-conformity of the device. During the onsite visit, the ess advised the customer that the tube should be replaced after every procedure and advised the customer to purchase more olympus maj-855 auxiliary water tubes and the proper connectors for the oer-pro to reprocess or go to the single-use tubing route. The customer removed the tube before the next procedure. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the device being incorrectly reprocessed was unable to be identified. However, it¿s likely the customer had a different understanding of the olympus device handling recommendation. The endoscopy support specialist recommended the customer purchase additional maj-855 tubing or single use tubing to prevent incorrectly reprocessing the device. The following is included in the reprocessing manual / instructions for use: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ additionally, the following is included in the instructions for use for the maj-855: ¿failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each examination can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each examination this instrument must undergo thorough manual cleaning followed by high-level disinfection or sterilization.¿ olympus will continue to monitor field performance for this device.